Manufacturer narrative:
The returned iol was evaluated at the manufacturing site. Visual inspection of the lens showed no optical deviations. Batch records were reviewed and showed no deviations. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All available information is included in this report.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician successfully placed the first mesh leg assembly into the patient's sacrospinous ligament. When the physician then threw the second mesh leg assembly through the patient's other sacrospinous ligament and attempted to pull the mesh leg through the tissue with the capio device, the suture (with the needle at the end) detached at the junction of the suture and the dilator and was captured within the capio cage. No resistance had been encountered while pulling the mesh leg through the patient's tissue. The physician then removed the uphold mesh from the patient and completed the procedure with another uphold vaginal support system without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
(B)(4). The iol is currently being analyzed at the manufacturing site. The lens met all manufacturing specifications prior to release. Halos and glare are a known and labeled possible side effect of all multifocal lens implants.

Event description:
It was reported the surgeon removed the patient's multifocal intraocular lens 7 months after implant due to the patient's intolerance of the halos and glare, a known and labeled possible side effect of all multifocal lens implants.